Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v450731, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had several medical issues. The patient potentially had several types of cancer and had a bacterial infection in their intestines. It was noted that the infection was diagnosed a couple of weeks ago.